Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Sep 20, 2017: litigation record received. Litigation alleges severe pain, discomfort, decreased in mobility and walks with a constant limp. There is no revision reported.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Update (B)(4) 2017: pfs and medical records received. After review of the medical records, product codes and lot numbers were provided. This complaint was updated on (B)(4) 2017.